Manufacturer narrative:
Follow-up # 4 ¿ (11/12/2014). The patient¿s test strips have been returned on 10/30/2014 and evaluated by lifescan product analysis on 10/30/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 ¿ (10/28/2014). The patient¿s meter has been returned on 10/11/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 06/13/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 5 and correction ¿ (12/22/2014). Follow-up #2 correction contained incorrect information. All information contained in this supplemental was incorrect. The retains were only tested once with blood. When the retains test strips were tested with blood, the sample failed to meet the specifications at the 100 mg/dl level. However, this is unrelated to the customer complaint. The customer complaint remains not confirmed, the retain fail has be concluded to be a secondary issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). The retains test strips were evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the retains test strips involved with this complaint failed testing. When the retains test strips were tested with blood, the sample failed to meet the specifications at the 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 and correction ¿ (10/04/2014). Follow-up #1 contained incorrect information. This information was incorrect due to the retain test strips having been tested using control solution, rather than blood, which provided the incorrect conclusion. The retain test strips have been evaluated a second time by lifescan product analysis on 9/4/2014 with the following findings:the retain test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 8:30 am the patient obtained the blood glucose reading of 187 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient took no actions based on this reading. At 10:20 am the patient passed out, and emergency services were contacted. Paramedics arrived at 11:00 am and tested the patient¿s blood glucose level; however the patient was unable to provide that reading. The patient received treatment with food and/or drink. Troubleshooting revealed the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received emergency medical attention and treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.